Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the specific issue that occurred with the vicryl size 0? Suture failure was observed. Please describe how the vicryl size 0 failed? Because the uterus was contracting, the sutures were loose and the wounds were not healed. Were there any adverse patient consequences as a result of the vicryl size 0 ¿failing¿? Because the uterus was contracting, the sutures were loose and the wounds were not healed. What was the specific issue that occurred with vicryl size 2-0? The ligated single ligature was transferred to form a ball of string, which prevented the engraftment. Please explain what ¿transferred to form a ball of string, which prevented the engraftment¿ means? The thread was forming a lump as a foreign substance. And that prevented the engraftment. Did the vicryl size 2-0 unravel? We don't get that information. Were there any adverse patient consequences as a result of the vicryl size 2-0 ¿transferring to form a ball of string, which prevented the engraftment¿? Yes. All stitches had to be removed and re-sutured with vicryl (size 3-0). Please describe the specific issue that occurred with vicryl size 3-0? Although it is unknown whether it is related, genital eczema was observed. Why was the vicryl size 3-0 removed? 3-0 has not been removed. Were there any adverse patient consequences due to the use of the vicryl size 3-0. Although it is unknown whether it is related, genital eczema was observed. Are you reporting that the genital eczema was caused by any of the vicryl suture? If so, please specify which vicryl suture. Genital eczema is not said to be "caused by vicryl" or "not caused by vicryl". The product code is unknown. Are you reporting that the occurrence of uterine prolapse 3 times was caused by any of the vicryl suture? If so, please specify which vicryl suture. The product code is unknown. Please provide the patient's demographic information including weight and bmi at the time of index procedure (B)(6) female. Date and name of index surgical procedure? Thawed embro transfer. The procedure date is unknown. Were any concomitant procedures performed? No further information is available. What specific symptoms did the patient experience following the index surgical procedure? Onset date? A tendency of hysteroptosis was observed from the 19th week of pregnancy. At 36 weeks of gestation, the patient suddenly developed total uterine prolapse. Other relevant patient history/concomitant medications? No further information is available. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? No further information is available. On what tissue was the suture used? No further information is available. What was the tissue condition (normal, thin, calcified, fragile, diseased)? No further information is available. How was the vicryl 2-0 suture placed (interrupted or continuous)? Two-layered single ligature suture (gambee suture). How was the vicryl 3-0 suture placed (interrupted or continuous)? No further information is available. How did the vicryl 2-0 form a ball? Did the suture break? No further information is available. Please describe what is meant by 'genital eczema'? No further information is available. Please provide the specific type of ointment used for the reported 'genital eczema'. Was this a prescribed medication? No further information is available. Please specifically define what is meant by 'engraftment'. No further information is available. Does the surgeon believe any of the vicryl sutures caused or contributed to the recurrent uterine prolapse? No further information is available. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No further information is available. Are any photos available? No photos are available. What is the patient's current status? The patient has visited hospital regularly. Can you provide the product code or lot number for each vicryl suture used? The product code and lot number are unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2021-08211 and 2210968-2021-08212.

Event description:
It was reported that a patient underwent cervical incision at delivery on an unknown date and continuous suture was used to close the laceration. On examination 4 days after suturing, the uterus was contracting, therefore the suture was found loose and the wound not healed. The surgeon opined that in the contracting uterus, continuous suturing was insufficient to draw the wound. The wound was re-sutured. Additional information was requested.